Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump alarmed prim during prime test due to moisture damage force sensor. No alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The insulin pump reported via telephone call that the insulin pump alarmed for a button error and for a compromised force sensor system. The button error alarm occurred during a bolus. The customer did not know the blood glucose reading. The insulin pump got water on face and a crack on the face during a vacation. The customer reported that insulin squirted out during the manual prime and the customer was unable to exit the prime screen. The customer reported that the drive support cap was normal and recessed. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.